Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the patient presented in the hospital. The patient's implantable cardiac monitor was at end of life, and the patient had pain in the left breast. The device was explanted. Additional information was requested, but not provided.